Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator. It was reported that the patient has an impedance between 76 and 138 ohms on electrode 3 in constant current at 3.6 ma. Rep states they are not getting an oor message. Rep states the patient "looks like they are getting therapy", but wants to confirm. Rep disconnected call while on the line. Sent email to rep to review that it is possible to still get therapy, and to ask further questions. Reviewed email from rep with the following information: the managing physician discovered the impedances issue during a programming session this afternoon.

Event description:
Additional information was received from the rep. The cause of low impedance remains unknown. Patient appears to be receiving therapy so no further actions are planned at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.